Event description:
It has been reported to philips that the failed to emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the patient was undergoing planned/non-emergency treatment, which was delayed and was completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to produce x-rays. The rse checked the hospital mains, pulled log from the equipment and found an information on a drop in the voltage of the l3 phase. Upon further troubleshooting, the rse determined that there was no malfunction of the philips system and issue occurred due to problem in hospitals mains. To resolve the reported issue the rse suggested to complete switch off the device and restart it and customer performed that. After completing shut down and reboot, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that the external power failures or outages may occur that can cause the azurion system to not boot up/start upon shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.